Event description:
It was reported that intermittently, the wake button was not functioning as expected and required multiple presses to function. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.